Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device (onetouch ultramini). The reporter claimed obtaining blood glucose readings of "125mg/dl) with the subject meter and results "25-35 units lower" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.